Event description:
It was reported that patient presented to the ER after receiving an alert for out of range hv lead impedance. The lead was capped and replaced with no complications; patient was fine.

Event description:
New information received notes that the patient was seen four months previous to the initially reported event and fluoroscopy revealed externalized conductors on the rv lead.